Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.